Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported their blood glucose reaching 600 mg/dl. Customer also stated their blood glucose would start between 400 mg/dl and 450 mg/dl. Customer's blood glucose was treated with a manual injection. The customer also reported receiving intermittent no delivery alarms. The customer stated the alarm was resolved by changing out their supplies. Customer also reported experiencing bruising at their infusion set sites. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.